Event description:
Initial result for a pt creatine kinase was 7765 u/l. The pt was admitted to the hosp based on this result. When retested, the result was 40 u/l. The field service rep was unable to determine a cause for the discrepant results.